Event description:
During the primary hip surgery, when the surgeon was implanting the stem, a femoral bone fracture occurred. The surgeon cabled the fracture and upsized the stem to complete the case. There was a 30-minute delay and the surgery was completed successfully. During the same surgery, the surgeon wanted to use two stem repositioners to extract the stem. This is because the femoral bone fracture occurred throughout the implantation of size 9 masterloc std offset stem. The two repositioners slip off the taper of the stem many times, so an alternative medacta extraction device was used. The surgeon cabled the fracture and implanted a size 10 masterloc std offset stem to complete the case. There was a 30-minute delay and the surgery was completed successfully.

Manufacturer narrative:
In the same surgery bone fracture and 2 instruments break during the attempt to remove the stem from the femur. Batch review performed on 27-may-2022: lot 170626: 13 items manufactured and released on 06-jul-2017. Expiration date: 2022-jun-27. No anomalies found related to the problem. To date, 11 items of the same lot have been sold with no similar reported event during the period of the review. Instruments invovled in the case batch review performed on 30-may-2022: masterloc 01.10.10.190 stem repositioner lot 1552968: 103 items manufactured and released on 07-apr-2016. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of the review. Masterloc 01.10.10.190 stem repositioner lot 1653992: 100 items manufactured and released on 17-mar-2017 and 54 items manufactured and released on 7-feb-2017. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of the review.

Manufacturer narrative:
On august 19th 2022 we have received the stem repositioners back. Visual inspection performed by r&d project manager: during the analysis both the stem repositioners were evaluated. One part the blue plastic calmps internal surface was scratched and signed, it seems that is was used in a lot of surgeries. The step that allows the fixation with the stem taper is almost completely consumed, and this should be the cause of the slipping of the stem during the extraction phase (masterloc size 9std) on the second part no sing or scratches are present, it is not possible to determine the root cause of slipping of the stem (masterloc size 9std) during extraction. Unfortunatly the stem masterloc size 9 std (not implanted due to bone fracture) is not available for the visual inspection and check of the taper, so no further assumptions can be added to this analysis.